Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: infinion? Pro, upn: m365sc2318700, model: sc-2318-70, serial: (B)(6), batch: 5005464. UDI: (B)(4). Brand name: clik? X, upn: m365sc43180, model: sc-4318.

Event description:
It was reported that the patient had experienced persistent pain since the spinal cord stimulation (scs) implant procedure. The feeling was described as stimulation localized around the anchor site. Multiple programming strategies were attempted, including various stimulation configurations, but the pain resolved only when stimulation was turned off. Due to the ongoing symptoms, the clinical team elected to inspect the lead. During surgery, the lead was found to be visibly impinged at the anchor site; therefore, the lead and clik anchor were replaced. No abnormal impedances were measured intraoperatively. The patient was hospitalized for the procedure and was subsequently discharged.

Event description:
It was reported that the patient had experienced persistent pain since the spinal cord stimulation (scs) implant procedure. The feeling was described as stimulation localized around the anchor site. Multiple programming strategies were attempted, including various stimulation configurations, but the pain resolved only when stimulation was turned off. Due to the ongoing symptoms, the clinical team elected to inspect the lead. During surgery, the lead was found to be visibly impinged at the anchor site; therefore, the lead and clik anchor were replaced. No abnormal impedances were measured intraoperatively. The patient was hospitalized for the procedure and was subsequently discharged. Additional information was received that postoperatively, the pain had not resolved.

Manufacturer narrative:
Block d.2b; additional applicable product code: qrb. Additional suspect medical device components involved in the event: brand name: infinion? Pro. Upn: m365sc2318700. Model: sc-2318-70. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Brand name: clik? X. Upn: m365sc43180. Model: sc-4318. Serial: n/I. Batch: n/I. UDI: n/I. With all the available information, boston scientific concludes that the reported event of stimulation localized around the anchor site could not be confirmed as the devices passed all tests performed and exhibited normal characteristics. A review of the manufacturing records associated with the leads sc-2318-70 (serial numbers (B)(6)) and the clik x anchor indicated that they were successfully processed according to requirements. The DHR did not identify any manufacturing process-related non-conformances, scrap, or rework performed during production that could have caused or contributed to this event. The DHR review ensures each device meets required specifications and associated testing prior to release for distribution/sale. The returned sc-2318-70 leads (serial numbers (B)(6)) were evaluated, passed all tests performed, and demonstrated normal electrical performance. The reported observations could not be replicated through product testing. The returned clik x anchor also passed all tests performed. The lot number is unknown. The labeling review performed for the devices did not reveal any anomalies. Per the IFU, system failure, can occur at any time due to random failure(s) of the components. These events, which may include device failure, lead breakage, hardware malfunctions, loose connections, electrical shorts or open circuits and lead insulation breaches, can result in ineffective pain control. Undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and/or lead failure, all of which are known risks of implanting a pulse generator as part of a system to deliver spinal cord stimulation. A risk review of the infinion pro lead kit hazard analysis was completed and confirmed that the event of stimulation in a non-target pain area was defined in the risk documentation. This event type has been accounted for during product risk analysis to support an acceptable risk-benefit for the product. Technicians confirmed through visual inspection that the leads and clik anchor passed all tests performed and did not identify any issues. The leads passed impedance testing and showed normal electrical performance. Review of the device history record confirmed the devices were manufactured and released within specifications, with no relevant deviations identified. Although the clinical findings suggest the lead may have been impinged at the anchor site, this condition could not be confirmed through analysis of the returned product. There is no evidence to indicate a device malfunction or manufacturing issue. Therefore, based on the information available, the cause of the stimulation sensation localized around the anchor site cannot be determined.

Event description:
It was reported that the patient had experienced persistent pain since the spinal cord stimulation (scs) implant procedure. The feeling was described as stimulation localized around the anchor site. Multiple programming strategies were attempted, including various stimulation configurations, but the pain resolved only when stimulation was turned off. Due to the ongoing symptoms, the clinical team elected to inspect the lead. During surgery, the lead was found to be visibly impinged at the anchor site; therefore, the lead and clik anchor were replaced. No abnormal impedances were measured intraoperatively. The patient was hospitalized for the procedure and was subsequently discharged.

Manufacturer narrative:
Block d.2b; additional applicable product code: qrb additional suspect medical device components involved in the event: brand name: infinion? Pro upn: m365sc2318700 model: sc-2318-70 serial:(B)(6) batch: 5005464 UDI: (B)(4). Brand name: clik? X upn: m365sc43180 model: sc-4318 serial: n/I batch: n/I UDI: n/I at this time, the returned lead sc-2318-70 sn: (B)(6), lead sc-2318-70 sn: (B)(6) and clik anchor sc-4318 are currently undergoing technical analysis. The investigation is not yet complete. A supplemental report will be submitted once the results are available.